Manufacturer narrative:
(B)(4). - the device in question was returned for an evaluation and failure confirmation as of 07/31/2015. The subsequent analysis was not able to duplicate the reported issue with the device. Therefore the complaint could not be confirmed. Follow-up filed.

Event description:
The dealer states the right motor is lagging.

Event description:
The dealer states the right motor is lagging.